Manufacturer narrative:
A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. No non-conformance reports were originated for the lot in question that can be associated to the complaint reported. The DHR shows that the product was assembled and inspected according to specifications. The sample was not returned for evaluation, therefore, the complaint could not be confirmed. If the sample is received, a follow-up report will be submitted with the investigation results.

Event description:
The complaint is reported as: the circuit would not pass the leak test. The issue was detected prior to pt use.